Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needles on 20 g x 1.00 in. (1.1 mm x 25 mm) bd nexiva¿ closed IV catheter system are leaking during/post use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: investigation summary: the customer's experience was confirmed but not reproduced with the returned unit. Traces of blood were observed inside the nose of the adapter, indicating a leak from inside the adapter nose. The air/water leak test was performed, but the unit was too occluded with blood and the test could not successfully be performed. Investigation conclusion: DHR review - all challenges were successful and no quality related findings were discovered. In process samples including (but not limited to) damaged catheter-adapter defects, catheter pull, machine caused defects, correct assembly and air-water leak test all passed per specification. Root cause description: the source of the leak could not be determined as the unit was too occluded to leak during the air/water leak test. Root cause in indeterminate. Rationale: severity is limited and occurrence low.